Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose level by administering a correction bolus via the pump. Technical support provided instructions to disconnect tubing, tighten the t:lock, and perform boluses, while informing the customer about the effect on insulin on board (iob). Due to recurring occlusion alarms, additional boluses were executed, and a new cartridge was recommended. The bolus completed successfully, and the resolution involved replacing supplies as required, and resuming insulin therapy.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.